Event description:
The pt moved into position for a mammography procedure, while sitting on a motorized wheelchair. The pt inadvertently ran over the mammography system footswitch with the front wheel of the chair. This action caused the mammography system c-arm to travel downward landing on the pt's thighs. Once aware of the situation, the technologist told the pt to move the wheelchair back, but the pt states that she was in such a panic that she did not hear the staff person's instruction. The technologist pushed the travel upward switch so the c-arm could lift and allow the pt to move away from the system. The incident resulted in extensive bruising to the top of the patent's thighs.

Manufacturer narrative:
Investigation results: a hologic field engineer evaluated the selenia system on october 12, 2006. The system footswitch was found to be in working order and no defects were noted. The footswitch was inadvertently engaged by the pt, while in close proximity to the system c-arm. Therefore, the c-arm landed on top of the pt's thighs. The system operated as designed.the selenia operator's manual warns users to keep both footswitches clear of the pt area when examining a pt in a wheelchair. Warning: to avoid accidental footswitch activation, keep both footswitches clear of the pt and c-arm setup area. When examining a pt in a wheelchair, place footswitches out of the area to prevent accidental activation by the pt or chair. Hologic has concluded that this incident was caused by user error.